Manufacturer narrative:
No product has been returned as of yet and despite of multiple attempts no information regarding the return or this event was provided. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The root cause was not determined.

Event description:
It was reported that; surgeon broke the threaded obdurate inside of a 6mm implant. No adverse consequences and no surgical delay was reported.

Event description:
It was reported that; surgeon broke the threaded obdurate inside of a 6mm implant. No adverse consequences and no surgical delay was reported.